Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a gemini stone retrieval paired wire/helical basket was used for a ureterorenoscopy (urs) procedure performed on (B)(6), 2009. According to the complainant, the sheath and stainless steel basket were "not attached to each other anymore," causing the basket to be unable to close. The sheath detached inside the patient and was removed. Then, the open basket was dismantled and removed. No part of the retrieval basket remained inside the patient. The device was tested prior to insertion, and it was confirmed no stone was present in the retrieval basket when the malfunction occurred. The physician successfully completed the procedure using another gemini stone retrieval paired wire/helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Additional information received indicates the sheath separated "a little bit behind the handle." A portion of the detached sheath remained outside the patient, so another retrieval device was not required to remove it. No portion of the device remained inside the patient. Irrigation was used in the procedure. Device evaluation results indicate the complaint could not be verified due to the condition of the returned device. The drive wire had been disassembled from the handle and removed from the sheath. The broken section of the sheath was not returned. Based on the evaluation of other devices that have been returned with similar issues, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corp on 12/23/2009 that a gemini stone retrieval paired wire/helical basket was used for a ureterorenoscopy (urs) procedure performed in 2009. According to the complainant, the sheath and stainless steel basket were "not attached to each other anymore," causing the basket to be unable to close. The sheath detached inside the pt and was removed. Then, the open basket was dismantled and removed. No part of the retrieval basket remained inside the pt. The device was tested prior to insertion, and it was confirmed no stone was present in the retrieval basket when the malfunction occurred. The physician successfully completed the procedure using another gemini stone retrieval paired wire/helical basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."